Event description:
Customer reported a malfunction on pump, specified as malfunction code "malf 0," with fault ID available. There was no adverse impact to customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted caller with resetting pump, and malfunction code did not recur afterwards. Customer was instructed to monitor and report any future recurrences, understanding that pump usage could continue.